Event description:
The surgeon implanted a silicone lens but the lens was damaged as it was being delivered into the eye. The initial incision was enlarged to remove the lens. There were no other patient injuries.